Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
Boston scientific received information from the patient that this cardiac resynchronization therapy defibrillator (crt-d) was recently implanted, and since that time he has been having 'black out spots'.

Manufacturer narrative:
A boston scientific technical services (ts) consultant refered the patient to his physician. As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Subsequently, the device was electively explanted and replaced. The device was returned for analysis. This report will be updated when analysis is complete.